Event description:
It was reported that the patient needed a congestive heart failure (chf) system. So, the doctor explanted this subcutaneous implantable cardiac defibrillator system and successfully implanted a chf system. The electrode was returned for analysis. Analysis found a fracture. This report will provide information regarding product analysis. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 85mm from the terminal end. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a cable has fractured filars in and around the area approximately 85mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.